Event description:
Patient reported left side exchange with no complaint against the device. Healthcare professional later reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side exchange with no complaint against the device. Healthcare professional later reported left side capsular contracture, baker grade iii. Patient reported "physician will only be operating on the left side will be reusing the implant, and not replacing it". Patient later reported "intact". Device remains implanted. This event is no longer reportable to FDA and will be un-reported.